Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/11/2015 with the following findings: unable to duplicate blank screen during this investigationdisplay screen is fully functional; display powers up to verify screen and is legible. Opened pump to inspect display screen. Display screen is intact display flex cable is fully seated. No evidence of moisture found internally. A review of the pump alarm history shows no indication of an alarm causing a blank screen. Battery compartment crack on the side of the battery compartment from the threads traveling down along the side of the bumper to the case seal. The audio bolus button cover is damaged/punctured but button is responsive during the investigation: no moisture or contamination found inside compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.